Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the s&n orthopaedic reconstruction devices were applied to 56 patients,1 of these patients presented pain and migration at first year, and was found to be having a lateralised centre of rotation, patient was revised with titanium cage. Revision surgery was performed and the cage was changed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation, the data presented in the article refers to a patient who required revision due to pain and cage migration with ¿lateralized center of rotation¿ at the first-year. Reportedly, the patient remained asymptomatic for 6 years at last follow-up. Responses to the requested clinical documentation had not been received as of the date of this investigation, therefore further investigation could not be performed. The physician referenced in the abstract provided an analysis of all of the attached images; therefore, no further interpretation of the attached images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warranted at this time. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.